Event description:
A cartridge change error was reported with the customer's pump. The customer's blood glucose level did not exceed 500 mg/dl, and thus, there was no adverse impact. Technical support provided instructions for the customer to inspect and clean the pump, ensuring the cartridge o-ring and pneumatic tap area were free from obstructions. The customer successfully completed the cartridge load process and resumed insulin therapy. Monitoring of the system's performance was recommended, but no cartridge replacements were deemed necessary.